Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) level due to unspecified non-tandem infusion set issues. Reportedly, the customer bg level elevates on the third day of use of infusion sets. Bg value was not provided. The customer declined to perform troubleshooting and declined to provide additional information regarding the issues, including infusion set brand.